Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: not available. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, fatigue, hair loss, migraines were added. Patient information, new reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.